Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell eight of ten of peritoneal dialysis therapy. The patient stated that they noticed the solution on the floor towards the end of the therapy. The patient stated that they thought the solution on the floor was from their husband's therapy, not from the current therapy. The patient stated that there was no loose connection that was noticed on the cassette. The patient also mentioned that they made sure they properly connected the cassettes before beginning therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.